Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for peritonitis. Treatment was not reported. On an unknown date, patient recovered from peritonitis. At the time, of this report action taken with pd therapy was not reported. No additional information is available.